Event description:
It was reported that the user¿s ilet screen became difficult to read and would not unlock, leading to interruption of insulin delivery and a blood glucose of 229 mg/dl; the user disconnected and transitioned to multiple daily injections, and a replacement ilet was arranged. Symptoms included hyperglycemia. Outcomes included the need for medical management change and replacement of the device. Investigation included review of the reported device malfunction and coordination for device replacement. Investigation of this case revealed a device malfunction related to the display/user interface that impeded normal operation and insulin delivery. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.